Manufacturer narrative:
The returned device was sent to vygon (B)(4) for investigation. Results of this investigation is not yet complete. Additional information will be provided in a follow up MDR.

Event description:
When placing the PICC, it broke before it was secure and had to be repaired. After infusing tpn and liquids for 3-4 hours, the repaired catheter began leaking at the metal part. It was repaired again and flushed appropriately. An hour later, the pump was alarming high pressure and the catheter was redressed and IV tubing changed, but the line had to be taken out. PICC was removed from patient. No harm was noted on the incident report.